Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter does not turn on after batteries were replaced and issue was not resolved with troubleshooting.